Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was sent to be analyzed, after engineering analysis it was determined that the fault was due to low temperature. Technical service recommended to hold the device foe 3 days an re-interrogate for it to get cleared for implant. Technical services has not cleared it for implant.

Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable. The code exhibited by the device was confirmed to be due to low temperatures by engineering. The device has been cleared for implant and is operating normally.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was sent to be analyzed, after engineering analysis it was determined that the fault was due to low temperature. Technical service recommended to hold the device for 3 days an re-interrogate for it to get cleared for implant. Technical services has not cleared it for implant. Additional information states that the data from the disk was reviewed. The device recorded days with temperatures near or below labeled storage conditions. The battery voltage is tracking the temperature, and has recovered with warmer temps. The device can be implanted. No patient involvement.